Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Device logs were reviewed for 23-apr-2025 confirmed that there were no device malfunctions or motor errors occurred. The system responded to low and urgent low glucose alarms by pausing insulin delivery as designed. No meal announcements were identified in the logs on the event date, which may have contributed to the user's low glucose levels. No motor errors or dosing anomalies were observed. Based on the available data, the device performed as intended.

Event description:
On 24-apr-2025 the end user reported that on (B)(6) 2025, they experienced a hypoglycemic event while shopping, with a reported blood glucose (bg) level of 34 mg/dl. A store employee contacted emergency medical services (ems), who arrived on site and administered intravenous dextrose. The user was not hospitalized. The user stated they don't like to perform meal announcements out of fear of hypoglycemia.